Event description:
There was no reported patient impact associated with this complaint. The patient contacted animas on (B)(6) 2012, to report that the subject pump was losing power intermittently. The patient reported the power issue had been occurring for the past 2 days. The patient informed customer support that he would become aware of the pump powering off because he would hear a "chirp" coming from the pump and would see the verification screen when he looked at the pump's display. The patient reported that he would rewind, load and prime each time pump rebooted. At the time of troubleshooting, the patient denied any visible damage to the pump's casing, keypad or battery cap. The patient informed animas customer support that approximately 2 months prior, he changed the pump's battery shortly after swimming with the pump. The patient claimed at that time he changed the battery he had noticed corrosion on the battery cap and also noticed moisture in the battery compartment. The patient stated he dried out the battery compartment and wiped off the corrosion from the battery cap. This complaint is being reported because the alleged power issue complaint remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection revealed corrosion on the battery compartment and battery cap. The battery compartment was found to be leaking. The pump cover was removed and internal moisture was found inside the pump. The pump was found to have audible sound but the vibratory function was not working on the pump. The pump's display screen was also found to be blank.